Event description:
Related manufacturer report number: 1627487-2023-03011, 1627487-2023-03956. It was reported that the l1 and l2 leads pulled out of the drg ipg. Therefore, the l1 and l2 leads were both explanted and replaced during the same surgical procedure with the t11 lead on (B)(6) 2023 to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.